Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was displaying an erroneous battery voltage. Battery voltage was displayed as above eri yet a message was observed stating that the device was near eri. It was noted that once the device's battery voltage dropped below eri, no eri alert was displayed. Patient will be monitored.

Manufacturer narrative:
The reported longevity anomaly was confirmed in the laboratory. The voltage was lower than the initial battery voltage due to rf telemetry current demand. The device was tested on the bench and no anomaly was found.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable before, during and after the procedure.